Event description:
A 25mm x 90mm stent could not be deployed. Deployment device broke before stent could be deployed. Per endoscopy report; stent was unsuccessful due to mechanical failure of the stent in getting in and mechanical difficulty in deploying the stent. Pt tolerated the procedure. (B)(4).